Manufacturer narrative:
Continued e.1 phone number: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right "rupture." Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as surgical damage. Missing shell assessed as inconclusive. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported right "rupture." Device was explanted and replaced.

Event description:
Healthcare professional reported right "rupture." Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4.